Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) on 06/30/07 and alleged that the meter was reading inaccurately high. The previous day, the pt tested his blood glucose at 4:00 am and obtained a result of 204 mg/dl. He did not treat himself for the result. He went to emergency room because of his symptoms, which were dizzy, weak and wobbly. He arrived at the hosp sometime between 6:00 and 6:15 a.m. His blood glucose result was 61 mg/dl on the hosp meter. The pt was treated with orange juice. The reporter stated that the physician increased his insulin one-week prior, because his meter readings were higher, however, the pt's medication regiment is not known. It would have been helpful to know when the pt last took insulin and whether it was based on the meter result and if his symptoms worsened between the test on his meter and the hosp meter. The techniques for testing his blood glucose and for cleaning the puncture site were correct. The meter was set to the correct unit of measurement. This complaint is being reported, as the pt alleged that he became hypoglycemic after his insulin dosage was increased; the pt reported he delayed treatment until arriving at the hosp. A replacement meter has been sent.